Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: one (1) controller (B)(4).) And five (5) batteries (bat315381, bat313439, bat653409, bat319801, bat653411) were returned for evaluation. One (1) controller ac adapter (cac209163) and one (1) controller dc adapter (cdc201548) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that bat653409 and bat653411 passed visual inspection and functional testing. Visual inspection of batteries bat315381, bat313439, and bat319801 revealed that the release indicator marker on the batteries' output cable connectors were illegible. This is an additional finding unrelated to the reported event. The most likely root cause of the illegible indicators on the output cable connectors can be attribute to wear and/or to the handling of the devices. Functional testing of battery bat319801 revealed abnormalities related to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. This is an additional finding unrelated to the reported event. The most likely root cause of the observed abnormal relative state of charge event can be attributed to an estimation error. Additionally, it was observed that batteries bat315381, bat313439, and bat319801 had exceeded the useful operating life of 500 charge and discharge cycles. Functional testing of batteries bat315381 and bat313439 revealed that one of the cell pairs of each battery not able to hold charge as expected. Internal visual inspection revealed swollen internal cell pairs, likely due degraded cells attributed to the batteries reaching the end of its useful life. During supplemental testing, the battery bat315381 was connected to a test controller and allowed to run for an extended period of time; results revealed the battery did experience a premature power switching event. Failure analysis of the returned controller passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event, (B)(4)., contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat315381. Analysis of the alarm file revealed multiple power disconnect alarms were logged involving bat315381 within the analyzed period. During the power disconnect alarms, a safety alert word (saw) value was recorded indicating that bat315381 had a cell pair depleted below a voltage threshold. Review of controller log files revealed four (4) controller power up events were logged on 29-nov-2019 at 18:55:19, on (B)(6) 2019 at 05:43:14, on (B)(6) 2019 at 09:47:21, and on (B)(6) 2019 at 22:23:05 respectively. Several momentary disconnections involving bat315381 were recorded leading up to the loss of power on 11/dec/2019. The controller was without power for 31 seconds, 16 seconds, 20 seconds, and 10 seconds, respectively. When the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment; it is likely perceived by the patient as the reported ¿red emergent alarms¿. As a result, the reported events were confirmed. A power source lubrication procedure had been performed on cac209163 on 21-jun-2018. A power source lubrication p rocedure had been performed on bat653409 and bat653411 on (B)(6) 2019. There is no evidence of power source lubrication performed on bat315381, bat313439 bat319801, and cdc201548. The most likely root cause of the reported power disconnect alarms can be attributed to a battery to malfunction due to a degraded internal cell pair. Based on the available information, the most likely root cause of the power switching events can be attributed to momentary disconnections between the battery and controller and/or a potential for the battery to malfunction due to a degraded internal cell pair. Based on the available information, the most likely root cause of the observed high cycle counts and degraded internal cell pairs can be attributed to the batteries reaching the end of their useful life. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation evaluated momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. Additional products: controller ac adapter cac209163 h3: yes h6: FDA method code(s): 4114, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 controller dc adapter cdc201548 h3: yes h6: FDA method code(s): 4114, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 battery bat315381 d10: yes, return date: (B)(6) 2020 h3: yes h4: device mfg date: 17-feb-2016 dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213, 135, 131, 3213 h6: FDA conclusion code(s): 133, 19, 4307, 12 battery bat313439 d10: yes, return date: (B)(6) 2020 h3: yes h4: device mfg date: 28-jan-2016 dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213, 135, 131 h6: FDA conclusion code(s): 133, 19, 4307 battery bat653409 d10: yes, return date: (B)(6) 2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 battery bat319801 d4: expiration date: 31-mar-2017 d10: yes, return date: (B)(6) 2020 h3: yes h4: device mfg date: 22-mar-2016 dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213, 135, 104 h6: FDA conclusion code(s): 133, 19, 4307 battery bat653411 d10: yes, return date: (B)(6) 2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dvbb1d1 ICD, implanted: (B)(6) 2015; 6937a-58 lead, implanted: (B)(6) 2009; 694765 lead, implanted: (B)(6) 2009. Additional products: heartware ventricular assist system - controller ac adapter, model #: 1430us / catalog #: 1430us / expiration date: unk / serial #: (B)(4). UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system - controller ac adapter, model #: 1440 / catalog #: 1440 / expiration date: unk / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system - battery, model #: 1650 / catalog #: 1650 / expiration date: 28-feb-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-feb-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system - battery, model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-jan-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system -battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 11-dec-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system - battery, model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-jan-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system - battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 11-dec-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller, controller ac and dc adapters, and batteries exhibited power switching and power disconnects. It was also reported that there were multiple losses of power to the controller. The controller, adapters, and batteries were exchanged. No patient complications have been reported as a result of this event.